Event description:
It was reported that after a da vinci-assisted gastrectomy was completed, the patient experienced hematemesis and as a result, the patient underwent an emergency laparotomy to achieve hemostasis. Details of the hemostatic procedure, the estimated blood loss and if the patient required a blood transfusion are unknown. The patient is reported to be in the hospital, status is unknown. The surgeon believed that the cause of the hematemesis was due to suture failure, and suspected anastomosis insufficiency. The causal relationship between the reported event and the medical device is unknown.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication was attributed to suture failure, and suspected anastomosis insufficiency. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. No image or procedure video was provided for review. A review of the system logs for the event date of 05-jul-2021 has been performed by an isi post market surveillance specialist, and the following was observed: there were no observed events in the system logs that would suggest a product issue and the logged events are in line with normal system functionality. This complaint is being reported due to the following conclusion: it was reported that after a da vinci-assisted gastrectomy surgical procedure, the patient experienced post-operative bleeding. As a result, the patient underwent an emergency laparotomy procedure to address the bleeding. The patient is reported to be in the hospital, status is unknown. Although the cause of the bleeding is suspected to be anastomosis insufficiency, the cause is unknown.